Event description:
The hospital reported that prior to an endoscopic saphenous vein harvesting procedure, the shaft of the device was broken. It was reported that the "piece was broken" prior to opening the package and the device was not used on the patient. Upon receipt of the device on june 21, 2005, it was identified that the nose cone of the dissection tip had broken off. This is a reportable malfunction.